Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during set up. The system message advised to check for a cassette receiver blockage. Two cases were canceled. The patient's had not been prepped. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The receiver mechanism was replaced to mitigate the issue reported. The part was disposed of. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, similar complaints associated with this system. (B)(4).